Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the skin between 5 and 24 hours. The patient alleged that the pod failed to deliver insulin and reported that the needle did not deploy and the pink slide did not move forward. Following pod removal, the cannula was reported to be bent and visible. The patient reported blood glucose (bg) levels greater than 27 mmol/l (486 mg/dl), vomiting, and low blood pressure. Medical attention was sought on (B)(6) 2026. Prior to seeking medical attention, the patient replaced the pod and was wearing a new pod during the medical visit. The patient remained under medical care for approximately 5 hours and was discharged the same day. The patient reported difficulty lowering bg levels following the event. During the visit, the patient was given a wafer medication placed under the tongue for vomiting (medication name unknown). No injections were reported. The patient reported that bg levels decreased while at the hospital. The outcome of low blood pressure was not reported.